Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with reflin (1 gram, frequency and route not reported) and tobramycin (40 milligram, frequency and route not reported) for the peritonitis. At the time of this report, treatment with antibiotics was ongoing and the patient was recovering and the patient was under doctor consultation. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was recovering from the peritonitis event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.